Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable and surgical intervention may be undertaken for the issue. No other information is known at this time.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Corrected data: device code updated to reflect new information.

Event description:
Follow up identified that the patient failed to charge the ipg as recommended. The patient underwent surgical intervention to have the ipg explanted and replaced, restoring therapy.